Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer indicated via phone call that the pump cannot exit the preparing the prime loop and insulin squirts out of the pump during manual prime. The customer indicated that their blood glucose level was 351 mg/dl at the time of incident. Troubleshooting found that the pump cannot be cleared by holding down the act button. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk also, unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify prime fill anomaly due to a33 alarm. The insulin pump was received with normal operating currents and passed a21 error test. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked case at the reservoir tube window corners.